Event description:
Approximately 4 1/2 months after percutaneous coronary intervention (pci), angiography revealed thrombus within the implanted cypher stent. This patient presented for elective treatment of 1-vessel disease. Pre-procedure medications included aspirin 100 milligrams (mg)/day and ticlopidine hydrochloride 200 mg/day. Intra-procedure medications included heparin 200 mg/day. Pci was performed on a de novo, chronic total occlusion lesion in the 1-ventricular branch (a-av) of 18 mm in length in a 2.5 mm vessel diameter. The (type c) concentric lesion was characterized as calcified. The lesion was pre-dilated with a 2.0 x 20 mm balloon at 12 atmospheres (atm) before a 2.5 x 23 mm cypher stent was deployed at 16 atm. Post-dilation was not done. The residual diameter stenosis measured 0%. Thrombin inhibition in myocardial infarction (timi) flow before the procedure was 0 and 3 after the procedure. Act was not measured. Intra-vascular ultrasound (ivus) was not used. Post-procedure medications included aspirin 100 mg/day and ticlopidine hydrochloride 200 mg/day. One month later, a follow-up ECG was done. Though the patient wasn't showing any symptoms, the ECG confirmed ischemia. Almost four months later, the patient went to the hospital for a 6-month follow-up. She did not have any cardiac symptoms angiography confirmed thrombus in the cypher stent. Plain old balloon angioplasty (poba) was done to treat the thrombus. Four days later, the patient received and was discharged from the hospital. The physician commented that the possible cause of the thrombotic event was because there was a period of time that the patient took ticlopidine hydrochloride with only 100 mg/day though it was prescribed for 200 mg/d.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.